Event description:
On 16 jan 2020, neotract was informed of a successful prostatic urethral lift (pul) procedure during which five delivery devices deployed improperly. Post procedure, it was reported that the patient experienced hematuria and pain. On 19 feb 2020, neotract's investigation of the device indicated that a 25mm of the needle tip from one device was missing. Neotract notified the physician of the investigation results. On 24 feb 2020, the physician confirmed that he removed the needle fragment during the procedure. It was also reported that the patient is doing well and no additional patient follow-up is anticipated.